Event description:
It was reported to philips that the equipment did not start up. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the equipment did not power on. The reported issue is a reoccurrence case which was resolved in another case. Upon troubleshooting, philips remote service engineer (rse) reviewed the logs and confirmed that the system power was turned off for long time. Rse checked host pc status remotely and asked customer to press the power on button on the host computer housing. Later, fse opened fco and replaced the pc related parts of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.